Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of the doctor had to push the knife and when it quickly slipped in and the wound became big; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife was found to be dull during a cataract surgery. The surgery was completed. The patient impact was not reported. Additional information has been requested, but none received to date. There are two related reports for this facility. This report refers to a patient two.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).